Event description:
It was reported that pump screen was broken and peeling away from pump. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.